Event description:
It was reported that the right ventricular (rv) lead r-wave sensing dropped significantly from the analyzer during the implant to the post-op device check. The patient was opened back up and the lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.